Event description:
Note: the date of event is unknown. In 2008, it was reported to boston scientific corporation that while opening the package of a radial jaw 3 biopsy forcep device, "the radial jaw was broken in the packaging. The thread comes out of the tip." On may 14, 2008, follow up information was ascertained which revealed that "...the wires were sticking out to the side 1 to 2 mm." The device was not used in a procedure: therefore, there were no patient complications associated with this event.

Manufacturer narrative:
The lot number was not provided by the user faiclity; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned, it has not been recieved for evaluation. Therefore, the cause of the reported malfunction is undetermined. The april 2008 25-month radial jaw biopsy forcep product family complaint trend, inclusive of all failure modes, was reviewed; no adverse trends were noted.